Event description:
A report was received that the patient underwent an explant due to an infection at ipg site. The patient had cellulitis and had redness and oozing at ipg site. The physician explanted ipg and the patient was given antibiotics. The physician does not believe the infection to be device related. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-70 serial#:(B)(4) model description:artisan 2x8 lim, 70cm explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; a review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.